Event description:
A malfunction alarm was reported with displaying malf 0, and fault ID 0-0x2197 was noted. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts resolved the issue by sending a replacement pump, instructing the customer to use mdi as a backup therapy to ensure insulin delivery was not interrupted. The customer was guided on how to store the faulty pump and return it within 10 days, understanding all instructions provided.